Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in an unspecified, below the knee lesion, resistance was felt advancing the xpert stent delivery system (sds) over a non-abbott guidewire. While attempting to remove the sds, the distal end of the xpert stent partially deployed. The sds and partially deployed stent were removed together over the guide wire and there was no adverse pt effect. The procedure was completed using another device. Though requested no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device has been received. Investigation is not yet completed.